Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. There a hole in the rubber and was found leaking. In addition, switch number one was cut. There were deep scratches on the cover and surface scratches on the insertion tube and light guide tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported the bending section on the evis exera ii duodenovideoscope was "blown." The issue was found at reprocessing. No patient involvement reported.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.